Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 25mm mitral mechanical valve, it was explanted and replaced with a no n-medtronic aortic mechanical valve (implanted in the inverted position). It was reported that the physician wanted to implant a 23 mm mitral mechanical valve after sizing, but there was no 23mm mitral mechanical valve in this facility at that time. Therefore, the physician tried to implant this 25mm mechanical valve, which was unsuccessful. No additional adverse patient effects were reported.